Manufacturer narrative:
Follow-up report will filed if additional info becomes available.

Event description:
It was reported that after catheter insertion, they noticed that the extension tube was leaking from the connection between the stopcock and the tube. After the event, they continued to use the catheter without using the extension tube.